Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. A promus element plus,mr,ous 3.00x32mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts on proximal and mid to distal regions of the stent were noted to be lifted and pulled in all directions. The undamaged stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no signs of damage. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 21feb2020. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion with a bend of <45 degrees was located in the moderately tortuous and mildly calcified left anterior descending artery. A 3.00x32mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, device analysis revealed stent damage.